Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use. The technical service representative (tsr) explained the alarm to home patient (hp). Hp states all bags are connected and no leaks noted. Tsr had hp cycle power and hc alarmed se 2367. Hp to restart with new supplies and notify the peritoneal dialysis (pd) nurse. The patient was connected at the time of the alarm. Proper procedure per the user manual was reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).